Event description:
Review of svc data detected a reportable event. During servicing, charger/modem sn (B)(4)was resetting. The last pt to use this charger/modem did not report any deficiencies.

Manufacturer narrative:
Device eval summary: device eval of charger/modem sn (B)(4) has been completed. As received, the charger/modem was resetting. During servicing, there was a poor solder connection at regulator component u604 on the ca board sn (B)(4). The cause of the poor solder connection cannot be positively identified but is likely assembly error. No adverse event resulted from the defective charger/modem. The last pt to use this charger/modem did not report any deficiencies.